Event description:
After successful vein cannulation, when the inserter attempted to remove the stylet, the inner peice of the grey clip that holds the needle cover in place popped off.====================== manufacturer response for closed IV catheter system, bd nexiva hf======================requested that the devices be returned for evaluation.